Manufacturer narrative:
Additional information has been requested from the field. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedances greater than 2,000 ohms at routine follow-up. All other measurements were within normal range and x-ray of the lead was unremarkable. Boston scientific technical services (ts) advised performing additional testing to determine how to proceed. The patient is not pacemaker dependent and no revision is planned at this time. The physician plans to administer commanded shocks to assess the patient's system in the future and determine further course of action. No adverse patient effects were reported. This system remains in service.

Event description:
Additional information was received indicating this rv lead and ICD continued to exhibit high out of range pace impedances upon follow-up. All other lead measurements were within normal limits and no episodes of noise were recorded to the device. The physician elected to perform a revision procedure wherein the lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This rv lead is no longer in service.